Manufacturer narrative:
Details of complaint: on 01/08/2021, the customer reported that recently the cns would not boot up past the app splash screen. The hhd error light on the cns was lit. The customer wanted a new hard drive to replace the defective one. The device was not returned for evaluation. No patient harm was reported. Service requested: the customer wanted a new hard drive to replace the defective one. Service performed: troubleshooting. Investigation summary: the root cause of this issue is hard drive failure. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 01/21/2021 emailed the customer via microsoft outlook for all the information : customer replied that the patient information was not available.

Event description:
The customer reported that their central nursing station(cns) would not boot up past the app splash screen. The customer swapped the hard drives (hdds) and the central nursing station (cns) was able to boot up, the customer noticed that the hard drive (hdd) error lights were on. No patient harm was reported.

Manufacturer narrative:
The customer reported that their central nursing station(cns) would not boot up past the app splash screen. The customer swapped the hard drives (hdds) and the central nursing station(cns) was able to boot up, the customer noticed that the hard drive (hdd) error light were on. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station(cns) would not boot up past the app splash screen. The customer swapped the hard drives (hdds) and the central nursing station(cns) was able to boot up, the customer noticed that the hard drive (hdd) error light were on. No patient harm was reported.